Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during the device history record review. D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown.

Event description:
It was reported that subcutaneous nodules and hematoma was observed at infusion site. Patient was started on concomitant medication or therapy to resolve the issue.